Event description:
Customer reported a significant drop in the internal battery charge of their device, which unexpectedly decreased to 5% over a short period. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised using known working charging supplies, ultimately leading to a replacement wall adapter and charging cable being sent. Despite these efforts, the issue persisted, and the device did not charge consistently, prompting a decision to replace the pump entirely. The customer was informed about using multiple daily injections as a backup method if needed and instructed on returning the malfunctioning pump after being trained on the replacement with updated software.